Event description:
Had 7 failed dexcom g7 sensors over the course of 3 days. In every case the sensors were reporting communication failures lasting hours, were reporting readings way lower or higher than actual compared to finger stick and were missing readings for extended periods of time. All of the sensors were received from my insurance's mail order pharmacy. The inaccurate readings in some cases were in excess of 100mg/dl and also the sensors were reading below 40mg/dl when finger stick confirmed 112 mg/dl or higher. Dexcom is replacing all of the failed sensors but these failures out my health and life at risk so I felt it appropriate to report it to the FDA. Pt code: 4582. Device codes: 3023, 1535, 1506. Ref reports: mw5177593, mw5177594, mw5177595, mw5177596, mw5177597 and mw5177598.